Manufacturer narrative:
The device was not returned for evaluation. There was no allegation of device failure. The risk of pneumothorax is documented in (B)(4), rev e, monarch bronch risk management report. Based on the information available for this complaint, the root cause of the reported event is related to a known inherent risk of the device and procedure as documented in the device labeling.

Event description:
It was reported that after the case, the patient experience a pneumothorax. The pneumothorax was located in the right upper lobe. A chest tube was placed and the patient was admitted to the hospital. The patient was in stable condition and was discharged from the hospital after three days.